Manufacturer narrative:
D10: 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(6)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)); threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(6)). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via medwatch, patient had knee replacement done three years ago. In 2023 patient started to experience pain and swelling, patient had x-ray done and the physician confirmed that the patient would need knee replacement again due to a recall on the product. Patient had revision surgery on (B)(6) 2023. The patient tolerated the procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.